Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based off of similar complaints it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation method: evaluation based off of similar complaints, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculography procedure. The injector was set at 750 psi. No harm or injury was reported. The customer reported that they went through a few sets of tubing. Only one defective device was reported.